Event description:
Unomedical reference number (B)(4). Event occurred in italy. It was reported that three infusion sets fell off during use. No further information available.

Manufacturer narrative:
Device 3 of 3.